Event description:
Procedure: hemorrhoidectomy. According to the rptr: customer states that the machine fired but the staples opened. The surgeon had to use 6 suture strings to complete the procedure and extended operating room time for 1 hr more. Hospitalization was prolonged for at least 1 day.

Manufacturer narrative:
(B)(4).